Event description:
It was reported that the lead was functioning normally but was explanted in order to gain subclavian access for new leads to be placed for a system upgrade. It was noted that the left and right subclavian veins were totally occluded. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was functioning normally, but was explanted in order to gain subclavian access for new leads to be placed for a system upgrade. It was noted that the left and right subclavian veins were totally occluded. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The sprint fidelis lead model is included in a field advisory.